Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller alleges pump does not respond to any pressure of buttons. Caller reported pump can be operated via meter. No adverse event reported. Requested return of the alleged device for evaluation.